Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (ptca), balloon rupture occurred. Access was obtained via ipsilateral approach. The 100% stenosed lesion was located in the moderately tortuous artery below the patient's knee. A non-bsc guidewire was inserted and then a 2 mm x 20 mm coyote es balloon catheter was advanced. Upon the first inflation, the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 1546 relates to component code # 419. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).